Event description:
It was reported that the pump was revised and implanted deeper. Following this, it was stated that the healthcare provider (hcp) was not able to fill the pump in (B)(6) 2011. It was further added that in (B)(6) 2011 patient went through withdrawal for 14 days, experienced nausea, vomiting and diarrhea. Currently patient had missed a refill; the pump had stopped and was alarming. Patient had a "swollen side and kidney infection". Patient desired a device explant. Drug delivered via the device was hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received from the healthcare provider (hcp) indicated that patient had pump refills in (B)(6) 2011. The patient informed the doctor's office there was swelling following the refill. In (B)(6), they were unable to perform pump refill, and patient had been out of pain pump meds since (B)(6) 2011. There were suspicions that the pump had flipped and a fluoroscopy was performed. The catheter was noted on the left side instead of the right. The patient was given oral medications. Per the hcp clinical charts "did not indicate patient going through withdrawal or a pump revision occurring." It was unknown to the healthcare provider (hcp) if the pump was still alarming. It was added that the patient was currently unable to handle anesthetics and her pain was to be managed with oral medications until she was in a state where she can handle the anesthesia. It was stated that the doctor would not do another revision due to the patient "messing" with the pump; would only do a removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It had also been reported the patient had gotten so sick and been so weak from the withdrawal. Additional information was received from a consumer. It was reported the patient no longer saw any physician as their pump had not been in use since 2011/2012. The device had not been filled since 2011. No further information was provided.

Manufacturer narrative:
Catheter model: 8709sc, lot #: n173722022, implanted: (B)(6)-2009, explanted: unk. (B)(4).

Event description:
It was reported that the patient lost 37 pounds when they went through withdrawals.

Manufacturer narrative:
(B)(4).